Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that when powered on the navigation system for a cranial procedure, all but the top two inches of the monitor were black and flickering. In trouble-shooting, the behavior was displayed on both the staff cart and surgeon monitor. The medtronic representative performed a hard re-boot of the navigation system and the monitors then behaved as expected. Normal function was restored. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
On 06/10/2015 a medtronic representative, following-up at the site, reported the issue continued to occur. Further trouble-shooting did not resolve the issue. Probable cause confirmed to be the video card on the computer. - return of computer requested. No parts have been received by manufacturer for analysis.